Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a gradual rise in the shock impedance, to the point of reaching 140 ohms, which is high out of range. Reportedly, it was advised to the clinic to perform provocation tests to evaluate the lead integrity and perform further troubleshooting steps. The shock impedance has been consistently high and rising. The lead model/serial number is not yet available. Further information was requested. The ICD system remains in service. No adverse patient effects.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded a gradual rise in the shock impedance, to the point of reaching 140 ohms, which is high out of range. Reportedly, it was advised to the clinic to perform provocation tests to evaluate the lead integrity and perform further troubleshooting steps. The shock impedance has been consistently high and rising. The lead model/serial number is not yet available. Further information was requested. The ICD system remains in service. No adverse patient effects. Boston scientific has made three attempts to obtain additional information on the lead model/serial number and in-clinic troubleshooting, however; no response was received.